Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure. The device was explanted and replaced about two weeks later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is available. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report will be updated when additional information is available. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at boston scientific's post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. Analysis also confirmed evidence of early battery depletion; however, the battery had sufficient remaining capacity to support full device function in the event that therapy would have been needed. Electrical testing isolated the early depletion condition to two low-voltage (bypass) capacitors connected to the device's battery. Low-voltage capacitors are used in the device's high-voltage charging operation in order to facilitate fast charge times. These capacitors were found to have been adversely impacted by the presence of excess hydrogen within the device case. This condition was depleting the device's battery faster than normal, which triggered the device's existing safety architecture to provide the observed alert (code 1003).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure. The device was explanted and replaced about two weeks later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure.